Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported that the pn 31g 8mm 5b 105bx de was unable to deliver insulin/medication. The following information was provided by the initial reporter: several needles in the unit were clogged. According to the pharmacy, the patient is injecting insulin for several years, is used to proper handling and sticks to single-use of needles. Apparently the patient has never experienced clogging happening this often in one unit. It seems that every third needle is affected. The patient was able to administer insulin using another needle.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the pn 31g 8mm 5b 105bx de was unable to deliver insulin/medication. The following information was provided by the initial reporter: several needles in the unit were clogged. According to the pharmacy, the patient is injecting insulin for several years, is used to proper handling and sticks to single-use of needles. Apparently the patient has never experienced clogging happening this often in one unit. It seems that every third needle is affected. The patient was able to administer insulin using another needle.